Manufacturer narrative:
Isi has received the stapler 45 instrument involved with this complaint and completed the device evaluation. The stapler 45 instrument was found to have stuck grips with a reload stuck inside. However, failure analysis investigations could not replicate the customer reported failure mode since the stapler 45 instrument was found to have a broken grip cable at the distal end. The instrument was also found to have a piece of a srk stuck in hole 1 on the proximal end. A broken srk in the housing of the stapler 45 instrument can necessitate medical intervention due to the srk breaking and not allowing the instrument grips to open. After the tip of the srk was removed, the jaws of the stapler 45 instrument were opened using an in-house srk. Initially, more resistance was felt than usual during the first turn of the srk, however, the failure analysis was able to overcome the resistance by applying more torque to the handle. The instrument was disassembled to check for potential fragments in the backend that could have contributed to the unclamp failure. Metal fragments were observed on the clamp section of the drive input gear and on the follower gears. Fragments were similar in size, shape, and surface finish to a formed staple. It is unclear how a staple could have migrated into the housing of the instrument, but the lodged staple in the clamp gears is the likely cause of the unclamp failure, and also would explain why resistance was felt upon in-house use of the srk. The blue stapler 45 reload that was returned with the instrument was visually inspected and no damage was found. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. The system logs confirm that a blue stapler 45 reload was fired initially with no issues. A second blue stapler 45 reload was fired with no issues. However, the system logs confirm an unclamping failure (system error 22030) was generated after the second reload was fired. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon had to cut away tissue that was stuck between the jaws of the stapler 45 instrument which could not be opened. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted colon resection procedure, the jaws of the stapler 45 instrument allegedly would not open after the instrument had clamped and fired successfully. According to the initial reporter, a circulating nurse, the surgical staff attempted unsuccessfully to open the jaws of the instrument by using a stapler release kit (srk). The surgeon reportedly cut the tissue around the jaws of the stapler 45 instrument in order to remove the instrument. The stapler 45 instrument was replaced and the surgical procedure was completed. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the circulating nurse who was present during parts of the surgical procedure. The circulating nurse claimed that the event occurred when the stapler 45 instrument was fired a second time and not much tissue was affected. However, she confirmed that the surgeon had to cut away tissue in order to remove the stapler 45 instrument. She could not recall if the surgeon repaired the anastomosis with another stapler instrument or with sutures. The circulating nurse stated that the surgical procedure was completed and no post-operative complications have been reported to her knowledge. On (B)(6) 2017, isi contacted a scrub tech from the site who was also present during the surgical procedure. According to the scrub tech, the stapler 45 instrument clamped, fired, and unclamped with no issues after the first stapler 45 reload was used. When a second stapler 45 reload was used, the stapler 45 instrument clamped and fired with no issues. However, the surgeon could not unclamp the stapler 45 instrument which was stuck on bowel tissue. The scrub tech stated that the surgeon initially attempted to open the jaws of the stapler 45 instrument using an incorrect release wrench or stapler release kit (srk). The surgical staff retrieved a correct srk. However, the surgeon still could not open the jaws of the instrument using the correct srk. At that point, the scrub tech confirmed that the surgeon cut away tissue in order to remove the stapler 45 instrument. The surgeon used a replacement stapler 45 instrument to complete the staple line. The surgical procedure was completed and no post-operative complications have been reported.